Event description:
It was reported that the 9800 system had mixed images. It displayed another pts info for the current pt. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the hard drive. The system operates as intended.